Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient was receiving diaphragmatic stimulation, and was having chest pain. It was confirmed through an x-ray that the rv lead had caused a perforation. It was also indicated that the patient was having myocardial infarction, which was unrelated to the issue with the lead. After the patient recovered from the myocardial infarction, the lead was repositioned on (B)(6) 2019. No further adverse patient effects were reported.